Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure noticed issue by abbott on 04oct2023. Investigation codes and conclusion will be provided in an additional submission.

Event description:
The patient reported frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
During the investigation, visual inspection revealed that the power extension connector was seated in the connector cover. In addition, no power clip was attached and/or returned. External and internal visual inspections of unit revealed exposed wiring of right-angle extension cable. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home. The problem of exposed wires on pigtail is confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no manufacturing non-conformances were identified that are related to the reported event.